Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One r2p sheath and dilator assembly was returned for product evaluation. The sample was subject to visual analysis. The dilator is fully mated with the sheath. There is a break in the sheath 0.4-0.5cm from the sheath hub. The break is not a complete separation. The complaint can be confirmed for a sheath breakage. The exact root cause cannot be determined. The likely root cause is the balloon catheter caught on the sheath and separated the sheath during withdraw. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the r2p destination sl guiding sheath was used to treat both iliac arteries, accessed via the radial artery. Towards the end of the procedure, after using a non-slip element balloon catheter (aperta nse, nipro), a blood leak was observed from the proximal hub side of the guiding sheath. On inspection, the guiding sheath was found to be broken. Since the procedure was at the final stage, the guiding sheath was continued to be used. Subsequently, the procedure was successfully completed with the guiding sheath. The estimated blood loss was less than 250cc's. When removing the balloon catheter from the guiding sheath, heavy resistance was felt due to insufficient deflation of the balloon. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention.